Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump was not working and the patient had to come off the pump. There was no further information given and troubleshooting was not completed. This report is being reported due to long term insulin cessation

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2017- the reporter called back on 02/07/2017 stating that there was no issue with the pump.